Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection of the device, a crack in the blue main body of the transfer set was identified. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The cause of the crack in the device could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿some cracks¿ on the light blue main body of a minicap transfer set. This was noted during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.